Event description:
Pt's mother called pdc on (B)(6) 2013 to report medical intervention that occurred on (B)(6) 2013 around 4:30-5:00pm. Caller said pt was unresponsive, sweating and clinching his teeth. A test on the prodigy meter gave a reading of 61mg/dl, with a second test results of 59mg/dl. Per caller, medics were called and arrived 3 minutes later. Their meter gave a reading of 30mg/dl. Pt was given a glucose shot and an IV and was not transported to the hospital. Reading before medics left was said to be 100mg/dl. Prodigy sent replacement meter, ts and cs with prepaid envelope and requested return of suspect product(s).

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 0.8ua<55ua. Pass. The working voltage test is 399.7mv (400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.